Event description:
It was reported that a patient underwent a lap closure of vault in a total lap hysterectomy on (B)(6) 2022 and the suture was used. During surgery, the suture detached randomly from needle and needle fell into abdomen. There was no harm to the patient. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Could you please confirm if needle piece(s) retrieved during the same procedure? If no, are any plans in place to remove the needle piece in future? Please confirm if x-rays was taken to locate the needle piece(s)? What measures were taken to retrieve the needle? Was there any additional tissue damage as a result of searching for the needle piece? Could you please confirm if a needle piece was remain in the patient¿s tissue? What is the surgeon's opinion of consequences to the patient? Device return follow up.